Event description:
The customer called to report a blank display. Troubleshooting was performed, and the battery compartment had no corrosion. The customer had not dropped or bumped the insulin pump, but may have exposed it to moisture. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly.